Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she was having to change her infusion sets out every 1 to 2 days due to the no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back when she receives a no delivery alarm. Customer will be sent a box of infusion sets and reservoirs as replacements. No further assistance needed.